Event description:
Boston scientific received information that this patient with pacemaker had experienced light-headedness when using an electrical device. Boston scientific technical services (ts) discussed that this might not be related to the device. Additional information received that the patient was check during an unscheduled visit. It was noted that the patient had fever with bloody drainage from the implant site. The device was checked and noted normal function. The physician planned to admit the patient for antibiotic treatment. Attempts to obtain follow up information were unsuccessful. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker had experienced light-headedness when using an electrical device. Boston scientific technical services (ts) discussed that this might not be related to the device. Additional information received that the patient was check during an unscheduled visit. It was noted that the patient had fever with bloody drainage from the implant site. The device was checked and noted normal function. The physician planned to admit the patient for antibiotic treatment. Attempts to obtain follow up information were unsuccessful. This device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient with pacemaker had experienced light-headedness when using an electrical device. Boston scientific technical services (ts) discussed that this might not be related to the device. Additional information received that the patient was check during an unscheduled visit. It was noted that the patient had fever with bloody drainage from the implant site. The device was checked and noted normal function. The physician planned to admit the patient for antibiotic treatment. Attempts to obtain follow up information were unsuccessful. At this device remains in service. No additional adverse patient effects were reported.